Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
Return device analysis revealed that there was no rupture or inflation issue. Follow-up information with the account confirmed that the initial reported information was incorrect. The complaint was that the hypotube was bent, no other issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 99% stenosed narrow lesion in the proximal left anterior descending coronary artery. Reportedly, a 3.75x15mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation. The balloon was inflated to 12 atmospheres for first inflation; however, the balloon would not inflate the second time an attempt was made. The device was soaked prior to use and prepped (air aspiration) outside the anatomy prior to use. The bdc was removed from the anatomy and a leak in the balloon was noticed. Another 3.75x15mm nc trek was used to successfully finish the procedure and the patient outcome was satisfactory. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.